Event description:
Kati rivellese contacted technical services to report a device with noise, likely emi. Patient had multiple noise reversion episodes as well as two inappropriate vf diagnosis with atp delivered and one shock. Patient is not dependent so there were no pauses. Analysis of the episodes shows likely emi. Tse discussed possible programming changes (increasing post-sensed decay delay to 125 ms or changing max sensitivity to 1.8 mv) but discussed these were only last resort options, secondary to eliminating the source of emi. Tse also discussed increasing the number of intervals for detection and having return to sinus fast. Caller will discuss with doctor.